Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought into the office due to poor remote connection via merlin.net. Upon interrogation, it was noted that radio frequency ¿ rf telemetry failed on the implantable cardioverter defibrillator. The device was reset, resolving the issue. There were no consequences to the patient.